Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection utilizing the unaided eye was performed, unit had light soiling but showed no other observable anomalies. Spring test attempted, unit passed the spring test and functioned as designed. Functional test performed, unit drilled 5 holes with no issues. Complaint could not be verified, unit passed all functional tests. Therefore, the complaint condition could not be confirmed. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID (B)(4)) did not stop causing brain injury (small contusions/bruise of the brain tissue). The injury was treated with "oxycel fibrillar" and the procedure was completed as planned. No patient neurological withdrawal symptoms. The perforator was used with an electric medtronic drill. The perforator clicked in place in the drill and no spring tests were necessary since only one burr hole was required. The angle of approach was perpendicular with constant downward pressure.